Event description:
First reporter: during complex coronary intervention, upon removal of the undeployed stent and delivery balloon, it was noticed that the stent was not on the balloon. The stent had been dislodged from the delivery balloon inside the mid circumflex artery. This undeployed stent remained on the interventional guidewire. A new stent was delivered on a new guidewire and deployed to trap and hold the undeployed stent in place in the mid circumflex artery.second reporter: physician had guidewires and stents in place in both the circumflex and om arteries. He withdrew the stent from the om in order to get it in better placement. Upon reinsertion it was noted that the stent was no longer on the balloon. The stent had come off during contact with the other guidewire and was located in the proximal circumflex artery. It was trapped in place with a new stent. Pt stable without complications.what was the original intended procedure?stent placement.device #1is this a laboratory device or laboratory test?no.